Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's wife reported via phone call that his insulin pump alarmed and he did not know what it was. The customer's wife was informed that he had received an excessive no delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery issue and the wife happened to mention that the keypad had issues at well. The customer was advised that to not use a pump with a keypad issue, and the wife stated that the pump will be used until a replacement arrives. No products were returned and a replacement pump was shipped to the customer.